Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r oversensing cause inappropriate mode switch. Further information was requested however, was not provided.